Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 28 months post stent graft implantation the pt's aortic neck had enlarged and the stent graft has migrated resulting in a type I endoleak. The pt has a large retroperitoneal hematoma. The physician elected to surgically convert the pt to a conventional stent graft. The stent graft and its components were removed from the pt. No additional clinical sequelae were reported and the pt is fine. The stent graft was returned to medtronic for evaluation and the analysis is pending.